Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, stent damage occurred. The 90% stenosed lesion was located in the severely calcified and moderately tortuous right coronary artery. A 3.50 mm x 16 mm promus element stent was advanced and failed to cross the lesion at first. The device was removed from the patient and a part of the stent was found to be lifted. The procedure was completed with rotational atherectomy and deployment of another of the same device. No patient complications were reported and the patient's status is good.